Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator became inoperable with the safety valve open during patient use. The patient was transferred to another ventilator with no harm. A service engineer (se) inspected the device and confirmed the reported condition. To address the failure, the se replaced the analog interface (ai) printed circuit board (pcb) and the breath delivery (bd) pcb. The unit passed all testing and operates within the manufacturing specifications.